Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that there was air in the patient line. The technical service representative (tsr) explained that the hp would have to start over with new supplies. The tsr stressed the importance of making sure the entire patient line is completely free of air and hc displays connect yourself, before connecting the hp. The tsr then assisted the cg with the end therapy early procedure. The cg ended therapy and would start over with new supplies. During a follow up with the hp regarding the air in line, the hp stated that he is not sure where the air in line came from, and verified that he did not notice any loose connection, disconnections or defects on the supplies. The hp confirmed that he notified the nurse of the air in line. Per hp, the hp did not have any injury or harm as a result of this incident. Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention related to the event of air in line was indicated. No further information was provided

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. Per the complaint information the most likely cause of the low drain volume alarm is the air in the patient line. The lot number is unknown therefore a batch review was not performed. From a follow up phone call by product surveillance, the patient stated that he did not notice any loose connections, disconnections or defects on the supplies and he is continuing therapy on the homechoice with no further issues. The cause of the air in line was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).